Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the tamper seal was removed. Functional testing was able to duplicate the reported problem. The device was found to be over delivering. It was determined that the expulsor was the root cause. The expulsor was trimmed to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the explorer, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. B3 unknown.

Event description:
It was reported that the pump over delivered, 7.5 to 15 percent error, during preventive maintenance. No patient injury was reported.